Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm and blank display. The customer's blood glucose value was unknown. The customer replaced the batteries and continued to get the failed battery alarm and the screen was blank. The customer did not wish to troubleshoot for the failed battery test. The insulin pump will not be returned for analysis.